Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door alarms caused by a bent lower door latch hook. The door latch hooks were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed to close door. There was no patient involvement.